Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant an alert was noted for impedance out of range on the right atrial (ra) lead. The lead was programmed off. No patient complications have been reported as a result of this event.